Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the short spine clamp was damaged. The clamp could never engage to tighten down. No patient was present at the time of the event.

Manufacturer narrative:
The clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The retainer ring on the tip of the adjustment screw had been pulled off and was missing. As is, the screw will close the clamp but will not open it. If information is provided in the future, a supplemental report will be issued.